Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 409 mg/dl at the time of incident. The customer also reported other blood glucose values such as 86 mg/dl, 117 mg/dl, 214 mg/dl. The customer reported that triggered threshold suspend alarm. The customer¿s blood glucose value was 289 mg/dl and the sensor glucose was 214 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 52 mg/dl. Suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.